Event description:
It was initially reported by the patient's mother that the patient was having an increase in seizures due to not being a therapeutic settings. The patient had a generator replacement in 2009 and has not been titrated back to her previous settings due to the physician's programming system being stolen. The patient was having 1 seizure per month prior to re-implant and is now having 1-4 seizures per day. The physician has only increase medications and had not done any adjustments with vns settings. The physician's programming system was stolen and he has been unable to adjust the patient's settings. The manufacturer was only recently aware of the situation and working with the physician to determine if he wants to continue treating patients with vns and if he does to get him a new programming system. Good faith attempts for more information have been unsuccessful to date.